Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During preventive maintenance, the thermogard console (sn (B)(4)) displayed multiple tcmid:02 (ce danfoss error) error messages. No patient involvement.